Event description:
A user facility reported an intraocular lens (iol) rotated following implant surgery. The lens was repositioned. In a follow-up, the reporter indicated that the patient experienced "bad" vision at all distances. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested and received. (B)(4).